Event description:
Event description guidant received information that during a routine patient follow-up, a loss of right ventricular (rv) capture was noted. In addition, the rv lead is oversensing the atrial signal resulting in double counting and pacemaker inhbition. The physician believes the rv lead has dislodged.